Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not detect a downstream occlusion "until above 30 pounds per square inch" during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found in specification in relation to the reported device condition of not alarming for downstream occlusion until above 30 pounds per square inch which was not reproduced. The device passed all fluid pressure testing. Should additional relevant information become available, a supplemental report will be submitted.